Manufacturer narrative:
A ge service rep performed an onsite investigation. The printed circuit boards and connections were reseated and the voltages were checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed degraded image quality and stated the images were very dark and scrambled with horizontal lines. No pt injury was reported.